Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; during the volume delivery test, the set volume is below specifications. The customer performed troubleshooting, but the issue was not resolved. At this time, the unit's serial number is unknown. This is understood to have occurred during testing so there was no patient involvement.